Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported the babytherm 8004 warmer was energized and the warmer was being prepared for a new patient, when "something red in color (appeared to be a spark) fell from one of the infrared radiators and landed on a towel" that was lying on the mattress pad. The towel ignited and caught fire, which was extinguished by the responsible staff. There was no injury reported.

Manufacturer narrative:
The concerned device and a video showing the failure were available for investigation. The visual inspection of the device confirmed that a very small amount of the heater element¿s surface material obviously melted and fell on the towel that was covering the mattress at the time of the event. In order to test the heater element the babytherm was switched on. It immediately generated an alarm, indicating a failure of the heater element. For further analysis the heater element was then returned to its manufacturer, who responded that the likelihood of the observed damage will increase if the ir heater element is beyond its expected life span or is operated frequently/longer at or above its temperature limit. Both preconditions were given during/before this particular event. The concerned device was not used on a patient, but kept warm by ¿manipulating¿ the skin temperature sensor in a way that the heater element was operated at high temperatures for longer periods. In addition, the given information indicates that the operating hours of the failed heater element had already exceeded the limit that is specified in the babytherm instruction for use (10.000 hours). A review of the spare part consumption for the heater element additionally revealed that it was lower than expected with respect to the above mentioned replacement interval in connection with the installed base. An amendment of the instructions for use was deemed necessary to add corresponding hints/warnings. It was decided to inform all customers with a safety notice about the potential effect of both manipulating the sensor set-up and not frequently replacing the heater element. The amendment to the instructions for use will be provided together with the safety notice. A corresponding recall is currently in preparation.

Event description:
Please see initial-report.